Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 388928, lot# 0209647476, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) for a foreign clinical study reported high impedances of greater than 4000 ohms on 5 plots. The plots of 1/3; 0/2; 0/3; 1/2; and 2/3. Factors that may have led or contributed to the issue remain unknown. No action or intervention was taken to resolve the issue and the issue was not resolved at the time of the report. It was reported that the event was not resolved and the patient exited the study. The event was assessed as not serious, not related to procedure, and related to the device. There was a report that it was unknown if a surgical intervention occurred. Relevant medical history includes fecal incontinence since 2009. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no symptoms. The high impedance was not resolved at study exit on (B)(4) 2016. No further patient complications have been reported as a result of this event.